Event description:
It was reported that during a craniotomy procedure using the attachment, a delay occurred due to the burr not turning straight and damaged burr. It was reported that the product had contact with the patient, and the procedure required additional time to complete. It was reported that the procedure was completed with backup products. At the time of report, there was no known impact to a patient.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: mr8-as07, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). H3: product analysis: no conclusion can be drawn. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction details: additional review of the event indicated that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a craniotomy procedure using the attachment, a delay occurred due to the burr not turning straight and damaged burr. It was reported that the product had contact with the patient, and the procedure required additional time to complete. It was reported that the procedure was completed with backup products. At the time of report, there was no known impact to a patient. Additional information was received stating that the burr was not damaged and burr was only unstable, there was a procedure delay of 20 mins and there was no patient or staff impact.